Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(4) distributor contacted zoll to report that a patient developed a red, itchy rash. Patient stated he is allergic to nickel. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed 2 pills (cetrenezin & and prednisolone ) and one ointment (alfason). Follow up indicated that the rash has improved.